Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that they experienced high blood glucose the customer reported their blood glucose rising to 534 mg/dl. The customer reported seeing their blood glucose rise and attempting to treat for their high. The customer reported experiencing high blood glucose of 434 mg/dl upon arrival to their dentist. The customer was admitted into the hospital on (B)(6) 2017 with high blood glucose over 400 mg/dl. Customer reported their blood glucose was under control at the hospital, but once they were connected to the insulin pump, their blood glucose rose again. The customer was wearing the insulin pump at the time of hospitalization. The customer reported exposure of the insulin pump to x-rays. Customer's current blood glucose was 327 mg/dl. The caller experienced nausea, chest pains and thirst from their high blood glucose. The insulin pump will be returned for analysis.